Manufacturer narrative:
The reported event was unconfirmed due to the product being within specification. Visual evaluation of the returned sample noted one opened (no original packaging present), silicone foley. Visual inspection of the catheter surface noted no visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks. The balloon passively deflated without issue, returning 10ml of solution with no cuffing noted. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and no leaks were noted. The active length of the catheter balloon was measured (0.6655") and found to be within specification (0.6" - 0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿peel to open sterile: unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon:use 35cc sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Bard is a registered trademark of c. R. Bard, inc. Or an affiliate. Lubri-sil is a trademark of c. R. Bard, inc. Or an affiliate. *bacti-guard® silver technology is licensed from adhesive technology (international) licensing b.v. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Lubri-sil¿i.c. Bacti-guard®* silver/hydrogel foley catheter with radiopaque stripe"

Event description:
It was reported that a urine leak was found from the urethral opening 1 day after placement. The catheter was removed and tested; allegedly an asymmetrical balloon was present.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a urine leak was found from the urethral opening 1 day after placement. The catheter was removed and tested; allegedly an asymmetrical balloon was present.